Event description:
Customer reported label is smeared on the test strip vial drum. Customer stated "can hardly read" lot number of test strip drum and has discarded all of the strips and vials except for this last one. A request has been made for return product and replacement product has been set.